Event description:
It was reported that patient underwent a procedure utilizing an intramedullary bone saw cam assembly on (B) (6) 2010. During the procedure, the bone saw blade could not be inserted into the bone saw cam assembly successfully. The surgeon had to complete the procedure using a different osteotomy technique. There was a delay of greater than thirty minutes to the procedure as a result.

Manufacturer narrative:
Visual examination of the device found positive material in the inside diameter that would prevent the bone saw blade assembly from being successfully inserted in the cam assembly, therefore not allowing the two components to work together.